Event description:
The event is described as: in the nicu, when staff was getting ready to insert et tube, they had difficulty attaching the blade to the handle, causing a delay in intubation of the pt. No injury or medical intervention reported.

Manufacturer narrative:
Sample has not been returned to manufacturer at this time. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.